Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A site representative reported that the image acquisition system (ias) pendent displayed "stand alone mode" after boot up. This issue was found outside of surgery. They restarted the system twice, reseated the umbilical cable and restated the system application within ias desktop without resolution. There was no patient present when this issue was identified. Onsite investigation was performed, the field engineer was able to resolve the issue by re-homing the system, he also educated the site staff about the proper way to invalidate home in the system. No further issues were reported. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that the image acquisition system (ias) pendent displayed "stand alone mode" after boot up. This issue was found outside of surgery. They restarted the system twice, reseated the umbilical cable and restated the system application within ias desktop without resolution. There was no patient present when this issue was identified.